Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, a minimum fill notification occurred. There was no reported adverse impact on customer's blood glucose level. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.